Event description:
Procedure type: unk. Pt gender: unk. According to the reporter: the staple unit was very difficult to load and connected to the universal stapler handle. Also reported one unit broke. Delay in o.r. Was 45 minutes. Used wech clips instead. No blood loss reported. No pt injury was reported.

Manufacturer narrative:
(B) (4).